Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored and no unexpected failed battery test or low battery alert alarms occurred during testing. No motor error alarms noted and no damage was found on the lcd isolation tape during visual inspection. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. Unable to verify the battery cap damage due to the pump being received without the original battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed constantly for motor errors and failed battery tests. The drive support cap appeared normal. The insulin pump had not been exposed to a high magnetic field. The insulin pump screen went blank and troubleshooting could not be completed. The insulin pump will be replaced and returned for analysis. It was advised that the customer revert to a back up plan.